Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported that after falling, they experienced overstimulation when using their remote to turn stimulation on and off. Reprogramming was unsuccessful. The closed loop stimulator (cls) was revised and resolved the issue. Closed loop therapy was restored.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Correction: section d6 - implantation date - originally reported as (B)(6) 2021 has been updated to (B)(6) 2021. Additional information: section d4 - expiration date, unique identifier (UDI) #. Section g - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The cls was returned for analysis and passed all functional testing without noted issue. The device was able to be programmed into closed loop and maintain the set current. Log files were reviewed and confirmed multiple instances of signal clipping and current at the maximum programmed value. When instances of current at maximum programmed value were noted, the intended mitigation was performed by the device to reduce the current target by half. The cause of the event as reported was not established.